Manufacturer narrative:
The explanted devices were not returned for analysis as they were discarded by the medical facility. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(4). Batch: 5072039. Product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(4). Batch: 5065919. Product family: scs-lead fixation. Upn: m365sc43180. Model: sc-4318. Serial: n/a. Batch: 21879884. Product family: scs-lead fixation. Upn: m365sc43180. Model: sc-4318. Serial: n/a. Batch: 21879884.

Event description:
It was reported that the patient was experiencing chronic lower back and leg pain that was exacerbated when the scs system was turned on. The patient had fallen and subsequently had a CT myelogram of her spine where no anomalies were observed. X rays performed on the leads showed that there was no migration. The scs system was turned off for approximately 6 months. It was turned on briefly and the exacerbation of the pain appeared about 1 hour after the stimulation was turned on. The scs system was turned off shortly afterwards. The scs system was reviewed again and the leads impedances were within the normal range. The ipg database was downloaded and sent for analysis. Analysis of the ipg database revealed no anomalies. Several months later the patient underwent a total scs system explant due to lack of efficacy and failure to reduce chronic pain. The patient was reportedly stable post operatively.